Event description:
It was reported that pump displayed a cartridge change error and customer was unable to complete cartridge loading even after multiple attempts, including when using new cartridge, and also received minimum fill alert. There was no adverse impact to the customer's blood glucose level. Customer confirmed cartridge parts were intact, cleaned pump connection area, tried reattaching cartridge, and followed on-screen steps, and technical support guided customer through inspection and cleaning and then assisted with filling and loading new cartridge before referring customer to escalated support for further troubleshooting.